Manufacturer narrative:
The investigation is ongoing. The device has currently not been returned by the user to richard wolf (B)(4). A follow-up report will be submitted as soon as the investigation is completed.

Event description:
The following was reported to rw (B)(4): on (B)(6) 2020 at 12:14:59, under combined spinal and epidural anesthesia, the operation was stopped immediately due to the rupture of the electrosurgical ring. This incident did no cause an impact on the patients. Sopped using. No effect on patients.